Manufacturer narrative:
(B)(4). Batch # r57t14. Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload present, with cartridge deck damaged if was clamped over a hard object. The cartridge reload had the swing tab in the locked position, and the proximal 5 drivers up and the remaining drivers were down with staples present. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the firing knob got stuck on the way of the 2nd firing of functional end-to-end anastomosis (fee), and the device could not be fired. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.